Event description:
The device user (du) reported sudden loss of inferior vena cava (ivc) and arterial flow with message codes 380 (low ivc flow), 390 (low hepatic artery flow), and 250 (ivc flow sensor error) on the graphical user interface (gui) screen. The du stated that the ivc and arterial flows appeared as dashes suddenly around ten hours into the perfusion. There was no problems with the perfusion prior to this event. The clinical specialist (cs) assisted the du with troubleshooting without success. The cs then suggested a power cycle, but the du was not comfortable power cycling the device.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was unable to replicate the reported issue through multiple start-ups and tests. The se performed an overnight run during which inferior vena cava (ivc) and arterial flows were still present throughout. Another four hour run was also performed with no flow loss detected. No observations were found.